Event description:
It was reported that the ventilator stopped running with an audible alarm while on a pt. The pt was placed on a back-up ventilator. No reported harm to the pt. The pt can be taken off the ventilator for extended periods of time and is not ventilator dependant.